Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 350 mg/dl, 185 mg/dl, 225 mg/dl, 247 mg/dl, 420 mg/dl, and 273 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.